Event description:
The customer initially reported that their device was showing its service wrench icon. After an evaluation by physio-control, it was observed that the device would only deliver a monophasic defibrillation waveform which affected the amount of energy delivered and it would also have a voice prompt stating "energy not delivered". With this message coming from the device, the end user is likely to think the device didn't deliver the defibrillation energy correctly and could abandon use of the device. This would then potentially cause a delay in therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an open trace on the analog pcb assembly between integrated circuit, designator u1 and resistor, designator r81. The customer received a replacement device.